Event description:
Covidien received information that this n65 pulse oximeter display is missing segments. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Covidien confirmed that the display is missing segments. The universal interface (ui) printed circuit board (pcb) was replaced and the unit passed testing.(B)(4).